Event description:
It was reported that tip separation occurred. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14 controlwire guidewire was used and advanced to the target lesion. However the tip fell off the wire and landed in the patient's foot. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned in a generic plastic bag, one section of the distal tip was returned separated of wire. The unit returned presented one section of the distal tip detached as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip peeled (polymer coating) from the distal end. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that tip separation occurred. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14 controlwire guidewire was used and advanced to the target lesion. However the tip fell off the wire and landed in the patient's foot. No patient complications were reported.